Event description:
It was reported that while in the anesthesia/intensive care unit department, the md prepped the "vena jugular area." The md performed this insertion under fluoroscopy. The insertion of the "short plastic cannula" and spring wire guide (swg) was uneventful. The catheter was placed without incident. When the md attempted to remove the swg, he met "great resistance" which caused him to "demolish the guide wire." After removing approximately 0.5 cm of the swg from the insertion site, the rest of the swg could be removed without difficulty. The md "decided to remove the catheter" due to the "unforeseeable." Four hours passed before the md would insert another catheter; at that time the md used a competitor's catheter. There were no reported pt complications or adverse sequelae.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.